Event description:
Per medtronic, boston scientific notified them that this lead was capped and replaced. No reason was given. The patient was upgraded to an ICD as well. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.